Event description:
The patient was implanted with a left ventricular assist device (lvad). Waveforms sent in to the manufacturer for analysis revealed elevated power and low pi. Additional information received from the vad coordinator confirmed that a pump exchange to another lvad had taken place. The hospital reported possible hemolysis found, due to issues with elevated wattages and intermittent pump stops. The patient is doing fine and is in the last stages of recovery.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.